Manufacturer narrative:
The needle tips of the retained samples were inspected, and no abnormalities were found. Actual device not returned, failure unconfirmed.

Event description:
On 15-may-2025, customer complaint was received on 809 readylance safety lancet-21g, 3.0 mm. Customer complained that a blood donor stated that part of the lancet needle was lodged in his left ring finger after device use on (B)(6) 2025. He pulled it out at home using a magnifying glass. Nothing was confirmed to be lodged in the finger during his hospital visit on (B)(6) 2025, but the finger was still tender.